Event description:
A caller reported receiving a ¿replace sensor¿ error message while wearing the adc freestyle libre 2 sensor. As a result, the customer was unable to obtain sensor readings and experienced paleness, and was unable to self-treat. The customer had contact with a healthcare professional who provided orange juice as a treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh006e443m has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection of the sensor plug has been performed and damaged was observed to the sensor ears. The plug was seated correctly and therefore the damaged sensor ears did not cause the customer complaint. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving a ¿replace sensor¿ error message while wearing the adc freestyle libre 2 sensor. As a result, the customer was unable to obtain sensor readings and experienced paleness, and was unable to self-treat. The customer had contact with a healthcare professional who provided orange juice as a treatment. There was no report of death or permanent injury associated with this event.